Manufacturer narrative:
Initial

Event description:
It was reported that during a call the patient experienced a dexcom g7 continuous glucose monitor (cgm) sensor brief sensor issue consistent with intermittent communication failure, and troubleshooting and education were provided. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with relevance to the sensor and related alert. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure of user-device and no ilet malfunction was identified.